Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear with a slight twist. The actuator wire is spiraled in the forward drilling position.

Event description:
It was reported the retrograde drill (10mm) broke during a procedure. All pieces removed from patient. A back up device was utilized to complete the procedure. No patient injury reported.